Event description:
It was reported that the patient experienced an incisional site seroma which required aspiration. The pump contained dilaudid 10 mg/ml at a dose of 3.254 mg/day at the time of the report. No further swelling was reported.